Event description:
Healthcare professional reported valve was abandoned at implant when surgeon noted "separation of the leaflet at one of the transverse striations." Unsure if leaflet was torn at implant.